Event description:
It was reported that the devices were used during a laparoscopic gastric bypass. The device seals ripped. Another device was used to complete the case for each. There was no consequence to the patient.